Event description:
It was reported that the 8110 syringe device failed pressure calibration. The tech recommended replacing the pressure sensor sensing disc. There was no patient involvement.

Manufacturer narrative:
Correction in e2, g2. Additional in d8, h3, h6. Technical support performed troubleshooting over the phone to determine the customer reported issue of error code 13-1033-149 on 8100 unit. 1. Replace pressure sensor sensing disc. 2. Return the module to the factory. Recommended replace pressure sensor. Assisted with a part number. Biomed will replace pressure sensor. Based on troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. A review of the device history record for (B)(6) was performed, which showed the device had a manufacture date of 21dec2017 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : tech support performed troubleshooting over the phone.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Device will not be returned.

Event description:
It was reported that the 8110 syringe device failed pressure calibration. The tech recommended replacing the pressure sensor sensing disc. There was no patient involvement.